Event description:
On 11 february 1997, co received info alleging that an elderly pt with "do not resuscitate" status was being monitored with co's pulse oximeter. In a follow-up discussion, a rn stated that she briefly walked into the pt's room, discovered the pt had expired and that she did not hear the alarm. A respiratory therapist that had been in the pt's room previous to the event stated; "I had to adjust the alarms because the monitor was providing low alarm limit violations, so I knew it was working earlier". The rt stated that he checked the unit after the event, and found that the alarms had not been turned off and the alarms were working appropriately. The rn has stated that the device did not contribute to the pt's outcome.